Event description:
The customer's father-in-law called initially to ask about the alarm features on the insulin pump. He then stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported and the customer was not present during the phone call to perform any troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.